Event description:
The physician entered via the left femoral to treat the right tpt. The physician crossed the lesion with a 4.0 spiderfx, and predilated with a 3.0 x 15mm coronary balloon. The physician then inserted the turbohawk, but only part of the distal tip was able to cross the lesion. The physician attempted to remove the turbohawk, but it could not enter the distal end of the sheath. At one point a loop formation of the spiderfx wire near the sheath was observed, but it never fractured or separated from the filter. The physician then attempted to pull the sheath, spider wire and turbohawk out at the same time, but the turbohawk was caught up within the sheath. Additional force was used, and the turbohawk came out, but it was observed that the turbohawk nosecone stayed inside the sheath because it had separated from the rest of the device. A vascular surgeon was consulted and the patient was brought up to the or to have a cut down performed to remove the spider, turbohawk nosecone, and sheath. Please reference MDR 2183870-2014-00162 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the turbohawk device was received for evaluation with the distal tip assembly fractured and separated at the proximal end of the housing coil section. The separated tip was not received but the drive shaft and cutter head assembly were intact. The housing was circumferentially torn at the proximal edge of the laser-cut coil section. The entire guidewire lumen was torn from the remaining housing section and was not received (reviewable).the housing material exhibited deformation typical of the platinum/ iridium composition.